Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the needle junction during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2021, the nurse performed intravenous indwelling needle puncture to check that the outer package of the indwelling needle was intact and the indwelling needle had not expired. After the puncture, fluid leaked at the junction of the indwelling needle, the indwelling needle was pulled out immediately and the indwelling needle was replaced."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9347667. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the needle junction during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2021, the nurse performed intravenous indwelling needle puncture to check that the outer package of the indwelling needle was intact and the indwelling needle had not expired. After the puncture, fluid leaked at the junction of the indwelling needle, the indwelling needle was pulled out immediately and the indwelling needle was replaced."